Event description:
It was reported that a spectrum pump displayed system error 322 during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer report no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322 which was reproduced while running a loaded set. The evaluation found that the upper latch switch was the failing component. The upper auxiliaries were replaced. The software was upgraded per the approved remedial action activities to address potential non-mechanical causes. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.